Event description:
The user facility in the medwatch of 11/25/97 reported that while monitoring a pt on heparin using the hemochron jr. Act the pt subsequently developed nose and penile bleed. From co's records co has been able to determine that the hemochron jr. Test in question is the act-lr. In summary, the event, as conveyed to co's technical services, revealed act-lr values performed on this pt which were consistent with the level of heparinization administrated to this pt. Co immediately informed the user facility of these findings and identified the consistency of act-lr result with laboratory aptt values reported for this pt. Co also referenced the package insert instructions demonstrating act-lr and heparin concentration relationship. The user facility was advised to assess their heparin infusion guidelines. Based on co's review there is no causation between the hemochron jr. Act-lr and the pt's clinical bleeding.